Event description:
Noted tr (terumo radial) band was not inflated, scant blood under band. New tr band used in their department. Confirmed 15cc was in band but working differently than other bands in the past. No resistance was met when attempting to deflate band. Cath lab came to assess band, 6cc was inflated into tr band. Pt stable. "Model: trb29-lrg; lot: 0000322343."